Manufacturer narrative:
Product analysis: analysis of the external pulse generator (epg) was able to confirm the customer comment that the device displayed an error code, the main printed circuit board (pcb) was out of electrical specification. It was determined during analysis that the output connector assembly was broken, the keypad was scratched, and the device required a battery shortening bar. All found defective parts were replaced and all other identified issues were resolved. The device passed all final functional tests. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the external pulse generator (epg) displayed an error code. The epg was returned for service and subsequently tested out of specification during manufacturer's analysis. No patient complications have been reported as a result of this event.